Manufacturer narrative:
The insulin pump alarmed rf pic failed during the self-test and had high stop current due to faulty electrical component on the radio frequency board. However, the insulin pump passed operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No compromised force sensor system alarm noted. The insulin pump had cracked case at the display window corner, battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin. The customer states the pump alarmed for radio frequency failed self-test. The customer's blood glucose level at the time of incident was 260mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.